Manufacturer narrative:
Additional information received: a complaint form was received stating infection, bone loss and periimplantitis and also stating that the implant was placed with guided surgery as part of an azento case. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional health effect - clinical codes 1930, 1932 and 2377. This is a follow up report to add this additional code. Correcting the additional manufacturer narrative from: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. To the correct narrative: the device was not evaluated, but the digital (guide) planning is currently under investigation. In case any issues are found during this investigation an additional report for the guide will be sent. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.